Manufacturer narrative:
An olympus field service specialist was dispatched to download the log files and the log files had been forwarded to the OEM for interpretation. Olympus followed-up with the user facility to obtain add'l info. The user facility reportedly did not recall the settings used during the procedure. The device referenced in this report was not returned to olympus for eval. Please cross reference 8010047-2012-00211. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the pt had vaginal bleeding following a laparoscopic supracervical hysterectomy (lsh) procedure and had to be taken into the emergency room (ER) in which the bleeding was said to have been treated with silver nitrate.